Event description:
A person with diabetes, elisa cruz, reported experiencing an issue with her pump, which persistently displayed an "altitude alarm." Despite changing the cartridge and cleaning the pump, the problem remained unresolved and prevented further cartridge changes. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding any further actions taken or outcomes of the event.